Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter and encountered resistance with a non bwi product sheath (st. Jude sl1) as well as damage found on the distal part of the catheter. The physician had problem advancing the distal part of the catheter into the proximal area of the sheath. A kink was noted on the distal part of the catheter. The procedure was completed successfully with a similar-like device. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found the shaft bent, different rings damaged from different spines, some with sharp edges and white foreign material under one of the rings. Due to the finding regarding rings with sharp edges is reportable because it can potentially be a risk to the patient.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter and encountered resistance with a non bwi product sheath (st. Jude sl1) as well as damage found on the distal part of the catheter. The physician had problem advancing the distal part of the catheter into the proximal area of the sheath. A kink was noted on the distal part of the catheter. The procedure was completed successfully with a similar-like device. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found the shaft bent, different rings damaged from different spines, some with sharp edges and white foreign material under one of the rings. Due to the finding regarding rings with sharp edges is reportable because it can potentially be a risk to the patient. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that shaft was bent and some ring electrodes were damaged. Ring #19 had white like material underneath it however during second visual inspection the foreign material was not observed it might be lost during decontamination or shipping process. The event reported that physician had trouble advancing the catheter into the st jude sl1 sheath this might contributed to the catheter damage. During the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Due to the electrodes condition and event reported the catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a kink shaft was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.